Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2316-50; serial number: (B)(4), batch/lot number: 19132915, model/catalog description: infinion 16 lead kit 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the physician took a fluoroscopy image of the leads and it showed that they were not secured down. It was uncertain if it was at the ipg or midline site. The patient underwent an explant procedure.